Manufacturer narrative:
It was previously reported that "the manufacturer received information alleging the device failed the active exhalation verification test step during testing. There was no harm or injury reported." The device was evaluated and found to need a proportional valve and 3 way solenoid valve. The device passed all tests and was returned to service. Risk assessment: the reported failure of aecm failure is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
The manufacturer received information alleging the device failed the active exhalation verification test step during testing. There was no harm or injury reported. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed.